Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and the inspection passed. A voltage test was performed and the transmitter had no voltage. Data investigation confirmed a low transmitter battery on (B)(4) 2018. The probable cause is a low transmitter battery. In addition, a failed transmitter error was present in connection to the reported allegation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error message for low transmitter battery. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A probable cause is low transmitter battery voltage via data. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. This complaint is reportable based on the finding of failed transmitter error via the log review. No additional patient or event information is available.